Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two months post implant this device showed a remaining longevity of five years. A download of the device data was evaluation by a boston scientific engineer who determined that this device is high rate atrial sensing which is causing an increase in power consumption. The device also has the signal artifact monitor (sam) patch loaded which may consume even more power in the presence of high atrial rates. Additionally, the right ventricular (rv) output is programmed relatively high. The consultant discussed programming options with the caller. The atrial lead was programmed off and the rv output was decreased. No adverse patient effects were reported.